Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008 at 11:39am (pst), the lay-user/reporter/mother of pt contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra meter is giving inaccurate high readings. On the day before, the pt had been getting unspecified high readings on the lfs meter. The pt decided to skip dinner due to the alleged high lfs meter readings. Her mother thought it was ok for her daughter to skip dinner considering the fact. At 8pm, the pt obtained blood glucose reading of "311 mg/dl" on the lfs meter and took 2 units of crystal insulin. On original date at 3am, the pt developed symptoms described as "convulsion" and was treated with IV glucose by the emergency services. The pt was tested at "61 mg/dl" on the lfs meter at the time of concern. The pt was treated with IV dextrose at the hosp and was diagnosed with severe hypoglycemia. There has been no recent change to her diabetes medication regimen and testing frequency. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the testing technique was correct, the punctured area was cleaned appropriately, and the reported meter reading was confirmed in the meter's memory. This complaint is being reported because the pt indicated that she experienced symptoms of hypoglycemia after taking medication and skipping dinner based on the meter result and received medical intervention for hypoglycemia after the reported issue began. Replacement products were sent to the pt.